Event description:
It was reported that "the monitor continues to turn on and off repeatedly during surgery due to malfunctions in the tc201 and tc304". Cross reference MDR 9610617-2026-1417.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).